Manufacturer narrative:
Analysis of the returned gemini stone retrieval paired wire helical basket revealed the device basket was detached. The wire subassembly (s/a) detached in the middle of the splice cannula. The basket was bent. The wire s/a was bent on the distal end of the broken splice cannula. The outer sheath was kinked and bent. Per the event information, the defect was identified inside the patient during the procedure. Other defects on the device (bent basket, bent wire s/a, and kinked outer sheath) indicate significant forces were applied. It was not possible to determine the amount of force that was exerted on the wire s/a to cause it to break. The most probable root cause for this event is determined to be undeterminable. During manufacturing, the devices are 100% inspected for device functionality/ integrity and any defect is scrapped and documented in the device history record (DHR). The DHR review confirms that the accepted devices met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used in a ureteroscopy procedure on a patient (age and weight unknown). According to the complainant, during the procedure the basket cable broke off and the cable and basket detached into the patient. The physician retrieved the cable and basket with surgical forceps. The patient is reported to be fine.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used in a ureteroscopy procedure on a patient (age and weight unknown). According to the complainant, during the procedure the basket cable broke off and the cable and basket detached into the patient. The physician retrieved the cable and basket with surgical forceps. The patient is reported to be fine.